Manufacturer narrative:
The manufacturer previously reported information in reference to the user alleging a strong odor from the device. The end user received medical intervention in the form of being evaluated by both cardiology and pulmonology, including a walk test and was prescribed albuterol. The device has not yet been returned to the manufacturer for evaluation. Three attempts for additional information and to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Correction includes box b update to adverse event.

Event description:
The user alleges a strong odor from the device. The end user received medical intervention in the form of being evaluated by both cardiology and pulmonology, including a walk test and was prescribed albuterol. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed. A report will be filed with all applicable regulatory agencies.